Event description:
The patient reported that they lost consciousness due to hypoglycemia with their blood glucose levels dropping to 24 mg/dl within an hour and half from being at 200 mg/dl. The patient stated waking up at the hospital. Additional information was requested regarding the medical event, but unavailable. If additional information is received it will be submitted in a follow-up report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: ap3a.240905.015.a2.s918usqu6dyd9, smartphone hardware: sm-s918u, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Follow up received 26-jun-2025 via telephone from patient. The patient reported further information on this event. He stated he had started running a low blood glucose around 6-7pm. At this time there was no connectivity to the pod. His roommates told him what had happened as he did not remember. He then proceeded to break lamps and a phone with his bare hands. During the breaking of these items, his hands began bleeding. The paramedics were called and when they got there, he was aggressive and trying to climb out of a second story bathroom window with bloody hands. The paramedics held him down and gave him an unspecified sedative. They found his blood glucose to be 24 mg/dl. He woke up at 5am the next morning in the emergency room. He did not provide what treatment had been given or diagnosis.

Event description:
The patient reported that they lost consciousness due to hypoglycemia with their blood glucose levels dropping to 24 mg/dl within an hour and half from being at 200 mg/dl. The patient stated waking up at the hospital. Additional information was requested regarding the medical event, but unavailable. If additional information is received it will be submitted in a follow-up report. Follow up received 26-jun-2025 via telephone from patient. The patient reported further information on this event. He stated he had started running a low blood glucose around 6-7pm. At this time there was no connectivity to the pod. His roommates told him what had happened as he did not remember. He then proceeded to break lamps and a phone with his bare hands. During the breaking of these items, his hands began bleeding. The paramedics were called and when they got there, he was aggressive and trying to climb out of a second story bathroom window with bloody hands. The paramedics held him down and gave him an unspecified sedative. They found his blood glucose to be 24 mg/dl. He woke up at 5am the next morning in the emergency room. He did not provide what treatment had been given or diagnosis.